Event description:
It was reported that the mobile app was frozen while the caller attempted to load a cartridge, and the screen remained stuck on "fill tubing." There was no reported impact to the customer¿s blood glucose level. The customer successfully re-paired the pump with the mobile app after cts instructed them to uninstall and reinstall the app, forget the pump from the bluetooth menu, attempt pairing again, and ultimately reset the pump, which resolved the issue. No further assistance was required.